Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the source information found that the patient underwent a revision of the device pocket in (B)(6) 2017; however, an additional revision is not scheduled for (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a revision done in (B)(6) or (B)(6) of 2016 because the implant moved too close to the skin. It was very uncomfortable when she sat down. The physician moved it and put it lower; however, it was put on her muscle, and now it feels like it¿s gotten closer to the skin again starting in (B)(6) or (B)(6) of 2017. The patient reported that ever since the implant moved the first time that she felt as the stimulation no longer worked as well for her symptoms. She still feels stimulation, but she is not getting pain relief. The pain is really severe again and overwhelming. The patient thought that maybe it¿s not an issue with the device, and maybe it¿s just that the pain is worse. The patient wanted to try and get it reprogrammed to see if it will help. The patient thought that the pain would maybe go away after the revision, but it didn¿t. Another revision is planned to occur in (B)(6) of 2017. There were no further complications reported or anticipated.